Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump display screen broke and the pump does not work. The customer's blood glucose reading was 171mg/dl at the time of incident. Troubleshooting found that the customer is currently on their back up plan. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test. Unit was received with cracked lcd window.